Event description:
It was reported that the ventilator was down. No other information was provided. Patient involvement is unknown. (B)(4).

Manufacturer narrative:
On (B)(6) 2017 09:15 am (gmt-4:00) added by (B)(6): the ventilator was not investigated by our field service engineer. No ventilator logs have been provided and no service on the ventilator has been requested by the user facility. No parts were returned for investigation. Further information regarding the incident description has been requested but not provided. Since no replaced parts or ventilator logs were returned for investigation, the root cause of the reported event has not been determined.

Event description:
Manufacturer reference#:(B)(4). Importer reference #:(B)(4).